Event description:
Customer reported au480 clinical chemistry analyzer generated two (2) erroneous high ise (ion selective electrode) sodium(na), potassium(k), and chloride (cl) patient results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clincial chemistry analyzer. The fse inspected the instrument and observed sample pot not draining due to air leakge into ise (ion selective electrode) block. Upon further inspection found ise mid solution tubing disconnected and reconnected. However, the air leak was still present. The fse determined that the there was air getting into ise buffer syringe and ise electrodes leaking air into tubing and ise block. The fse replaced the ise buffer syringe and sodium, chloride and potassium electrodes to resolve the issue. No further issues noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).